Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the buttons on the keypad were unresponsive and that the keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the keypad was torn at the ok button. The up and down arrow buttons had an intermittent response. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery compartment was cracked. The battery cap was not returned with the device, so a test cap was used to verify steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.